Event description:
It was reported by pt that the gamma nail broke without add'l trauma. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be reported on a supplemental report.